Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The tulip head and screw shank were returned. The flex ball was not returned. The returned tulip head features signs of use and tool marks inflicted during screw removal post fracture. The flex ball had fractured this allowed the saddle and tulip head to separate from the screw shank. The flex ball in the screw may have been broken if enough force was applied to it. A review of the device history record could not be performed as the lot number was illegible. The root cause of flex ball fracturing cannot be determined from the sample and the information provided. A potential root cause may be excessive force placed on the polyaxial screw¿s flex ball, especially at an extreme angle in relation to the adjacent components of the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received spinal construct on (B)(6) 2019. As screw heads separated from screw bodys two expediums screws were revised on (B)(6) 2019. This complaint involves two (2) device.